Manufacturer narrative:
Additional information received by smiths medical on 30-sep-2020 via emailstating no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition, functional testing involved reviewing the event history log and running the pump in user mode. The event history log showed an occurrence of a "key stuck" alarm. During power up and while the pump was running it was found to intermittently display a key pressed alarm. The keys had a normal tactile feel when pressing them. The keypad was replaced and the pump continued to display the alarm. The investigation determined that the issue was a firmware issue and the microprocessor board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 malfunctioned. When key is pressed an alarm occurs and reported screen damage. No patient adverse events reported.